Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low pacing impedances on the right ventricular (rv) lead, measuring 260-280 ohms. A lead insulation breach was suspected. A revision procedure was performed and the rv lead was explanted and replaced. When the new rv lead was implanted the pacing impedances were around 300 ohms, and the shock impedances were around 30 ohms. All other measurements were stable. It was noted the patient had a myocardial infarction (mi) a few months ago and had a lot of scar tissue. The representative inquired if the low impedances were due to the patient's condition. The revision procedure was successfully completed. The ICD remains in service. No additional adverse patient effects were reported.